Manufacturer narrative:
H3: was returned for product analysis. Analysis found corrosion on the hybrid (circuit board) and noted there was foreign material in the enclosure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a trial patient who was using a wireless external neurostimulator (wens). It was reported that the wens wouldn't connect, but still worked. The wens would not connect to the remote or tablet from mid trial until end of trial. Rep pressed the button repeatedly, and when device was removed the rep replaced the batteries to see if that was the issue, but the device still wouldn't turn on. The rep reported the patient was not impacted by the issue. The cause was not determined, but the rep reported they would submit any new information that becomes available. The device was returned for analysis.